Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. Manufacturer's field service engineer (fse) evaluated the unit and could not reproduce the issue. Fse found in unit's diagnostic log (drpt) that unit did have the reported error code logged. The fse replaced the unit's user interface (ui) assembly as a preventative measure. Fse also inspected the power switch overly, and ui to power management (pm) board cable with no issues found. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer contacted philips technical support (ts) stating that unit had error code message of alarm led (light emitting diode) failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR :20may2019. A user interface (ui) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. The user interface (ui) assembly was installed in the fi test ventilator. Operational test was performed and the ventilator powered up from ac and delivered breaths. Unit generated at error code alarm led failed. Inspection of the graphic user interface revealed the voltage from pin 4 to pin 11 was outside of electrical tolerance. Additional evaluation found trace discoloration at the led mounting. Ventilator continued alarming through multiple power on instances. A known good power switch overlay was utilized and no alarms were noted. Probing directly across the alarm led and recording of the voltage of the led revealed that with slight pressure the voltage varies. This confirmed the led voltage unstable. The root cause for the reported issue was found to be contamination/corrosion of the led alarm (red) of the power switch overlay of the returned ui assembly causing intermittent connection and resistance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.